Event description:
The customer reported that the system had "ad channel error" and "charger failed error" messages. These errors prevented the system from booting up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The charger was replaced and reseated during the service call. The system was tested and found to be working as intended and put back into service.